Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The blood glucose reading was 368 mg/dl. The customer treated with a manual injection. The insulin pump had been dropped but showed no signs of physical damage. The insulin pump had gotten caught in the rain 4 months prior. The battery cap contacts were not missing or damaged and the battery compartment and spring were note damaged or corroded. The customer was sent a new battery cap and advised to revert to a back up plan until the replacement arrived, if the display did not return.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, or displacement tests due to the blank display. The pump had minor scratches on the display window and a cracked reservoir tube lip.